Manufacturer narrative:
Patient information was unavailable from site. A medtronic representative went to the site to test the equipment. Testing revealed that the exam doesn't important correctly into the spine software from (B)(4). The representative deleted and re-installed the software. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cervical spine procedure. It was reported that the pre-op computed tomography (CT) won't open when loaded. The site was receiving an error message stating "exam does not have sufficient slices for navigation". They tried to delete and re-upload the scan, but the issue did not resolve. The site had to abort the surgery and reschedule. This all occurred before the patient went under anesthesia.